Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the dreamtome device would not bow. Reportedly, no damage was noticed to the device packaging. The procedure was completed with another dreamtome device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'fine." This event has been deemed a reportable event based on the investigation results; working length melted/split.

Manufacturer narrative:
The investigation results of working length melted/split. A visual examination of the returned device found that the working length was twisted and bent at the distal tip. Additionally, the exposed cutting wire was bent and appeared to have melted/split the extrusion at the distal pierce hole. It appears that the activated cut wire melted/ split the extrusion, elongating the distal pierce hole. The elongation of the distal pierce hole caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the twisted working length/distal tip, melted extrusion and the altered exposed cut wire. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.